Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 30-dec-2028, UDI#: (B)(6); product ID: 977a260, serial/lot #: (B)(6), ubd: 24-oct-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt had a fall in march and they got x-rays done, and they said something about migration. They then got a MRI scan on april 2nd since their legs went numb. Then they had another fall over the weekend, and it felt like the ins device ripped up, the lateral part of the device had swelling so they did x-rays and the pts left side did not restart. When they fell their left side stopped working, and they felt the ins device pull on one side. Pt also tore their hip and their butt on the fall. Pt just got out of the hospital.